Event description:
New information received notes that the asymptomatic patient had another event of non-sustained rv oversensing due to post paced t-wave oversensing. The programing changes were made. Defibrillation threshold (dft) testing was discussed.

Event description:
It was reported that when an asymptomatic patient presented for a routine follow-up, non-sustained rv oversensing episodes due to t-wave oversensing were noted. Programming changes were made. The patient will be followed normally.